Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained fentanyl, bupivacaine, saline, an unknown brand of baclofen, and dilaudid, all with unknown concentrations and doses. It was reported the patient stated that her daughter was sitting next to her, and they lived out in the country. The patient stated her daughter was hearing a siren. The patient stated that the doctor forgot to set her pump and turn it back on. The patient stated that they went back to the doctor¿s office, and they set it right and fixed it. The patient stated the alarm sounded like a siren. The sounds were consistent with pump alarms. The patient had a recent refill. The patient stated she heard the alarm after getting the pump filled and immediately went back to the doctor and resolved the alarm. No patient symptoms/complications were reported. The patient stated it had been several months, and then the patient stated that it had been more than several months; it had been a good year. The patient called in because she needed a new doctor that would take her pump out because her current doctor dropped her because of health insurance not paying her services. The patient wanted another doctor, so they could take it out because no one could fill it. The patient stated that she loved the pump, but no one would fill it. The patient stated that it was ¿5000 ml of fentanyl¿, but was not sure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the hcp was unable to accept the type of medicaid the patient had. The office staff told the representative that on (B)(6) 2017, the pump was filled with saline, so the patient could find a medical doctor in her network to manage the pump. The staff was unaware of an alarm. The specific type of alarm was unknown. It was unknown when the issue occurred. The serial number of the physician programmer was unknown, and the patient¿s weight was unknown.